Manufacturer narrative:
Neither the material nor additional information was received for investigation, what makes a determination impossible. The received pictures show the broken lcp-df plate with part no. 422.255 / lot no. 8650793. The plate is broken in half at the fifth distal combination bore; the complaint therefore has been determined to be confirmed. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. No material received; without product investigations a root cause cannot be defined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight is not available for reporting. Explant date: date of explant reported as (B)(6) 2015. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter hospital contact telephone: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4), manufacturing date: 08. Oct. 2013. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient underwent and open reduction and internal fixation (orif) of the left femur on (B)(6) 2015. On unknown date it was discovered the locking compression plate (lcp) distal femur plate was broken. On unknown date in (B)(6) 2015, patient underwent a second surgery in a different hospital to remove the broken plate. Procedure was completed successfully. No further information is available. Concomitant devices reported: locking screws (part number unknown, lot number unknown, quantity 8), screws (part number unknown, lot number unknown, quantity 2). This report is for one (1) lcp distal femur plate this is report 1 of 1 for (B)(4).